Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e 200 generator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported issue was neither confirmed nor replicated. In logs, no error codes could be found related to the reported event; therefore, it cannot be confirmed whether the fault occurred in the field. Visual inspection revealed no damage related to the reported event. Per the e 200 testing matrix, the unit passed all required tests. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the bipolar port is very wiggly in the e 200 and doesn't stay connected.